Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 506 mg/dl at the time of incident and current blood glucose level was 366 mg/dl. Customer¿s other blood glucose level was 406 mg/dl, 366 mg/dl, 484 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated high blood glucose with 30 units of insulin. Customer was neither in emergency room, nor admitted into hospital. Customer alleging possible insulin pump under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test at 0.08675 inches.